Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, believed by the caregiver to be related to poor connectivity and potential improper dosing during a regional power and signal disruption; the caregiver disconnected the user from the ilet for about a week, administered backup insulin injections, performed a factory reset without clinician direction, and later reconnected the system when local connectivity improved. Symptoms included elevated blood glucose with intermittent vomiting and reported ketones. Outcomes included caregiver-directed correction dosing per ketone action guidance and continued glucose monitoring, with no hospitalization reported. Investigation included customer follow-up calls and education on troubleshooting and use practices. Investigation of this case revealed insufficient information to confirm a device malfunction, with contributing factors possibly including environmental connectivity issues and user-initiated factory reset. It was concluded, based on previously established findings for similar reports, that the cause was unclear.